Manufacturer narrative:
The reported field event of loss of communication was confirmed and was due to low battery voltage. The low battery voltage was a result of premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: please retract h7 recall, h9 z-0003-2018, and h10 narrative: the device is included in the battery performance alert advisory issued by abbott on 28 august 2017, as they should not have not been reported; there was no indication that the event is related to an advisory.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient came in for a follow up check and the device could not be interrogated. Premature battery depletion was noted. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.